Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet and self-treated the low blood glucose without assistance. Symptoms included signs consistent with hypoglycemia. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included outreach to the user to obtain additional event details and blood glucose information. Investigation of this case revealed that the cause of the hypoglycemic event remains unclear, with no alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.